Event description:
It was reported that: the pt monitor with dual hemopod transducer showed too low ibp readings. Medication (katecholamine) was dosed on unnecessary high level. Later the systolic nbp measurement was already around 250.

Manufacturer narrative:
The concerned dual hemopod was requested for investigation, but not yet received. Investigation results will be reported in a f/u report.